Event description:
This report was received via user facility medwatch report. The customer reported that the patient was receiving IV fluids via central line. The patient's intravenous (IV) infusion was discontinued and a clearlink luer activated valve was placed over the lumen in order to cap the line and assist the patient to the bathroom. The patient stood up and immediately exhibited neurological changes. Blood was noticed at the central line site and the device was noted disconnected from the lumen. A CT scan was completed.

Manufacturer narrative:
(B)(4). Should additional information become available, and/or upon completion of baxter's investigation, a follow-up report shall be submitted. (B)(4)

Manufacturer narrative:
(B)(4). Lot numbers or a sample device were not provided, therefore a batch review evaluation were not conducted. The root cause of the disconnection was undetermined. A trend review was conducted and similar reports have been received. Baxter will continue to monitor similar reports to determine if further actions are required.